Event description:
The customer reported that during use of this spectrum ii suture hook 45 degree right, disposable in an arthroscopic shoulder bankart repair procedure, the tip of the suture hook broke off in the surgical site. As reported, the surgery was converted from arthroscopic to open procedure in order to locate and retrieve the broken tip. Other than an hour delay, the broken tip was successfully retrieved and the procedure completed as intended with no further complications or patient injury. The patient was discharged as per routine procedure for this type of surgery. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
On (B)(6) 2015 conmed received the damaged suture hook for evaluation. Visual inspection of the returned suture hook confirmed the reported breakage and found the tip had broken off and the broken portion was not returned. Further evaluation from the engineer found the tip broke at the section, where the outer tube ends and believed that the root cause was most likely due to overstress at the joint that probably consistent with a side load being applied to the device during use. This device (B)(4) was manufactured on (B)(6) 2014. A review of the lot history record showed of the lot containing 50 units, there were no other similar complaints received. A 2-year review of the complaint history for this device family shows a total of twenty-two (22) complaints of "tip breakage" received. During this same 2-year time frame, over (B)(4) units were sold worldwide making the occurrence rate of (B)(4). It should be noted, of the twenty-two (22) reports, there has been only one (1) report received of the "tip breakage" that the surgeon elected to perform a second surgery at a later time to remove the broken tip instead of taking the time to remove it during the first surgery. To date, there have been no patient long term adverse effects reported regarding any of these reported incidents. This failure mode is addressed in the (B)(6), and the safety risk has been found to be acceptable. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings: - if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. - avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. - do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: - avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.